Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. Eol has not been declared during laboratory analysis. We confirmed that the device declared eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. Eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was returned with no additional information. Additional information received from the local sales representative states that this device was removed due to end of life (eol) caused by charge time. This device is not included in any product advisory populations.